Event description:
It was reported during a laparoscopic cholecystectomy an er320 was spitting clips. Another er320 was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6: yielded jaws. Based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not form the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly.